Event description:
It was reported a cot lowered more quickly than expected while an operator was holding onto the cot. Reportedly, the operator sustained a back injury.

Manufacturer narrative:
It is possible the operator was not utilizing proper lifting techniques.